Event description:
The customer reported being hospitalized due to low blood glucose. The caller stated that her blood glucose reading was 65mg/dl and while treating her glucose level she fell. Troubleshooting was performed. The time was not correct. Assisted the caller to correct it. The caller stated that the reservoir is showing the same amount of insulin as shown on the status screen. The customer ran the displacement test and the test failed. The caller mentioned that a piece of the reservoir compartment came off and the top of the screen was cracked. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.